Event description:
It was reported the customer was hospitalized due to high blood glucose of 1300 mg/dl. Customer has been in coma for weeks. Customer is currently in rehab. Customer's spouse stated years ago the needle had bent and no insulin was going int. Customer's spouse stated the customer hasn't used the new device in box and waiting for training. Customer is currently not using the device. Customer's spouse stated the customer had three different differentials possible heart attack, pneumonia, or high blood glucose. Customer was wearing the device during the hospitalization. Customer's spouse was advised to call back when he found customer's device to perform troubleshooting. Customer was also hospitalized on (B)(6) 2003

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.